Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", specific value was not provided; cause was not known. A manual injection was delivered to address bg. Customer to revert to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; however, a different issue was identified.